Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The support team provided guidance on resetting the pump and assisted the customer through the process, resulting in the successful start of a new sensor session without further errors.